Event description:
A report was received that the patient had developed an infection at the pocket site. The physician believed that the infection was not device or procedure related. The patient was prescribed antibiotics and underwent an explant procedure.

Event description:
A report was received that the patient had developed an infection at the pocket site. The physician believed that the infection was not device or procedure related. The patient was prescribed antibiotics and underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the symptoms of infection were redness and swelling. Drainage was then determined during explant.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm model #: sc-4316 lot #: 17146843, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.